Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the root cause of the programming error was unknown. There were no further complications reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. .other relevant device(s) are: product ID: a810. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen (1000mcg/ml at 125mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the previous drug concentration was 500mcg/ml. A manufacturer representative did not program the concentration to 1000mcg/ml at 12:08 on (B)(6) 2019, but performed a bridge bolus with 1000mcg/ml. It was reviewed that the bolus needed to be the prior concentration of 500mcg/ml. The second manufacturer representative cancelled the bolus 3 hours later and reprogrammed the correct concentration. The patient had never left the clinic. No symptoms were reported. There were no further complications reported at this time.